Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 10:10 on (B)(6) 2017. The patient claimed obtaining blood glucose results of ¿22 mmol/l¿ with the subject meter and ¿12.1 mmol/l¿ on the laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The patient manages her diabetes with self-adjusted insulin (novorapid) and advised that in response to the alleged elevated reading, she took an increased dose of medication; administering 10 units of novorapid. The patient denied developing any symptoms as a result of the alleged issue. There was no report of medical treatment for an acute blood glucose excursion as a result of the alleged issue. The patient advised that she re-tested her blood glucose with the subject meter 3 hours later and claimed obtaining another ¿high¿ reading of ¿26 mmol/l¿. The patient denied testing her blood glucose on any other device. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. It was noted that the patient was unable and/or unwilling to describe her test steps and so it is therefore not known if the patient was following the correct testing procedure. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.